Event description:
Health professional reported an alleged leak with a lap-band port. The pt was experiencing "no restriction." An upper gi was performed. Testing showed "the catheter leading to the port... Is noted to be kinked.. Beyond the junction." The explant op report showed that "there was an obvious tear at the tubing at the junction of the port and tubing." The port was explanted and replaced.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."